Manufacturer narrative:
No difficulties were noted, and force was not used when removing the protective sheath. The stent was inspected post removal of the protective sheath. The inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion exhibiting 80% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was crushed in the axillary artery. The patient was reported to be alive with no further injury.